Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant they were getting electrical shock. Pt requested to be in touch with a rep who had told them they had called the next day to go over the equipment use but they have not heard from anyone. Patient services offered to assist pt use their equipment to turn stim down or off. Worked with pt to connect using their equipment and pt decreased stim from 3.5 volts to 3.2volts,  pt said it was comfortable and wanted to leave it there. The troubleshooting steps that were taken on the call resolved the issue.